Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Additional information was received confirming the beforementioned code, mentioning that the patient is not pacing dependent, and a safe replacement interval was calculated. The device remains in service at this time. No other information was provided. No adverse patient effects were reported.